Event description:
It was reported that the lesion was located in the moderately calcified, mid right coronary artery. Resistance as felt during advancement of the device and upon the first inflation to 4 atmospheres the dilatation balloon ruptured. Slight resistance was felt during removal of the balloon catheter from the patient; however, it was able to be removed successfully. A new 3.0x20 mm voyager was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis revealed that there was a longitudinal rupture in the balloon, confirming the reported complaint. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Additional information received from the account stated that the balloon was initially soaked and prepared inside the body. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately calcified and narrow, which likely contributed to the reported complaint. The scanning electron microscopy (sem) lab analysis indicated a longitudinal rupture in the distal working length with a radial flap on the edge/inner surface with tearing, peeling and delamination. The sem report determined that balloon failure may have been related to exposure conditions during the procedure or a material processing discrepancy. In this case, it is likely that the balloon interacted with the calcified lesion as resistance was encountered during advancement, such that the balloon and inner member material became damaged (scratched) and ultimately ruptured upon inflation attempt. This likely caused the balloon not to be able to fully deflate, thereby contributing to the resistance upon removal of the device. Based on the information provided and analysis of the returned product, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. As mentioned above, the device was prepared inside the body. It should be noted that the preparation for use section of the rx voyager instructions for use (IFU) cautions: all air must be removed from the balloon and displaced with contrast medium (diluted 1:1 with normal saline) prior to inserting into the body, otherwise, complications may occur. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.